Event description:
The device was explanted and replaced due to normal battery depletion indicators. Subsequently, the device tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.